Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak from the contralateral leg component, located in the patient's right leg, was observed. Reportedly the physician provided no comment on the endoleak. On (B)(6) 2020, re-intervention was performed to treat the endoleak. The patient's right internal iliac artery was coil embolized and an additional contralateral leg component was implanted as a distal extension. No further endoleak was observed. The procedure was completed. The patient tolerated the procedure.